Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for further review of this pacemaker presenting and stored electrograms (egm). Upon review, intermittent loss of capture (loc) on the right ventricular (rv) lead was observed. Ts also observed a saved pacemaker mediated tachycardia (pmt) episode. Further review of the episode showed that the algorithm was able break the pmt. Ts discussed review findings with the hcp and recommended for device treating physician to be consulted for further device evaluation. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.